Manufacturer narrative:
Failure analysis found the primary failure of broken access port chamber to be related to the customer reported complaint. The access port chamber was found to be broken. The tab on the ring was found to be broken. The size of the tab measures approximately 9.86mm x 10.53mm in size. The broken tab was returned. The root cause of this failure is attributed to mishandling.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted surgical procedure, the connection point (metal part) between the bladder and the ring was found to be broken. This meant the part was no longer leak-proof. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive followed up and obtained. Additional information. One of the assistants at the operating table had to constantly hold the broken area closed to eliminate the gas loss. The gas pressure became steadily lower/unstable, after everything was checked, the broken piece was noticed. The leak did not trigger 0 pressure. There was no complete loss of insufflation. There were no major restrictions that took longer than 30 minutes, there was probably a limited view at the beginning, but this could be improved by constantly holding the assistance. There were no complications that negatively affected the patient in any way. A robotic-assisted cholecystectomy was performed. The event was on jul-09-2025. There was no patient injury. Procedure was completed with the robot.

Event description:
Refer to h11 for follow-up information.